Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter has an alleged leak near the hub. There was reported patient injury.

Manufacturer narrative:
Additional information was received from the complainant on 8/21/2018, associated fields were updated. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Mw5079166.

Event description:
It was reported that the infusion pump alarmed and the nurse met resistance when attempting to flush the catheter. When the nurse flushed the line, the patient got wet and a split was discovered in the lumen, near the hub. The device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned; however, it was destroyed as the device came in contact with the infectious disease mrsa. The investigation is inconclusive for the reported catheter split issue as no objective evidence was provided for review. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the instructions for use (IFU) included with the product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. On site care instructions states to use alcohol wipes during cleaning's. This IFU warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Prior to beginning placement procedure, do the following: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. (Product is) sterilized by ethylene oxide. Do not resterilize. Inspect kit for inclusion of all components. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumens. If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter. Clamping the catheter selection of the catheter clamp is very important since the catheter is vital to your care. The wrong clamp can damage the catheter. Follow these three rules for clamping: 1. Use only smooth-edged clamps. 2. Always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector. (See diagram) 3. Follow the directions of your doctor or nurse regarding when to clamp. Most hickman* and broviac* catheters come with pre-attached clamps and reinforced clamping sleeves - do not clamp here. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the infusion pump alarmed and the nurse met resistance when attempting to flush the catheter. When the nurse flushed the line, the patient got wet and a split was discovered in the lumen, near the hub. The device was removed. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was not returned for evaluation. The investigation is inconclusive for the reported catheter split issue as no objective evidence was provided for review. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The instructions for use (IFU) included with the product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. On site care instructions states to use alcohol wipes during cleanings. This IFU warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Prior to beginning placement procedure, do the following: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. (Product is) sterilized by ethylene oxide. Do not resterilize. Inspect kit for inclusion of all components. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumens. If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter. Clamping the catheter selection of the catheter clamp is very important since the catheter is vital to your care. The wrong clamp can damage the catheter. Follow these three rules for clamping: use only smooth-edged clamps. Always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector. (See diagram) follow the directions of your doctor or nurse regarding when to clamp. Most hickman and broviac catheters come with pre-attached clamps and reinforced clamping sleeves - do not clamp here. (Expiration date: 10/2022).

Event description:
It was reported that the infusion pump alarmed and the nurse met resistance when attempting to flush the catheter. When the nurse flushed the line, the patient got wet and a split was discovered in the lumen, near the hub. The device was removed. There was no reported patient injury.